Event description:
The complainant is an insulin dependent diabetic who has used a glucometer 3 with memory for the past 10 years. The complainant indicated that blood sugar results with glucometer 3 have been reading lower than expected. After receiving a result of 70mg/dl and not feeling well, the complainant went to the physician where a blood sugar result of 475mg/dl was obtained (method unknown). While on the phone an attempt was made to review the operation of the system. The customer is rather despondent over the recent death of spouse. A request was made to return the system for eval. In the meantime a relacement system (elite) was provided to the customer for continual testing.

Event description:
The complainant is an insulin dependent diabetic who has used a glucometer 3 with memory for the past 10 years. The complainant indicated that blood sugar results with glucometer 3 have been reading lower than expected. After receiving a result of 70mg/dl and not feeling well, the complainant went to the physician where a blood sugar result of 475mg/dl was obtained (method unknown). While on the phone an attempt was made to review the operation of the system. The customer is rather despondent over the recent death of spouse. A request was made to return the system for eval. In the meantime a relacement system (elite) was provided to the customer for continual testing.